Event description:
It was reported this catheter was successfully placed. It was noted during a scheduled catheter exchange, this drainage catheter had frayed at the distal tip. The catheter remained intact and was removed via the proximal end. Another drainage catheter was successfully placed for continuation of treatment. The patient's condition is good. This device has not been received for evaluation. Therefore, a failure analysis is not available. A lot search was performed and revealed no other complaints to date on this lot number. However, without evaluating the device company is unable to determine if the device met its specifications. User technique, and/or patient anatomy may have contributed to this event. However, company is unable to determine the relationship between the device and the cause for this event. Our directions for use state "the catheter is designed for percutaneous drainage of abscess fluid, biliary, nephrostomy, urinary, pleural empyemas, lung abscesses, nd mediastinal collections".